Event description:
It was reported that stent dislodgement occurred. During unpacking of a 8.0x30x135cm express ld vascular stent, it was noted that the stent and the balloon had departed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and microscopic examination was performed on the returned device, the following attributes were examined: the stent was returned detached from the delivery system. The stent did not exhibit any signs of having been deployed and was still in a crimped position. A visual and tactile examination identified multiple kinks along the length of the device. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the shaft that could have contributed to the complaint incident. A visual and microscopic examination was performed on the returned delivery system. The balloon was folded and did not appear to have been subjected to positive pressure. No issues were noted with the balloon, tip or markerbands that could have contributed to the complaint incident. The stent was returned detached from the delivery system. The stent did not exhibit any signs of having been deployed and was still in a crimped position. No damage was noted along the length of the stent and no issues were noted that could have contributed to stent detachment. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. During unpacking of a 8.0x30x135cm express ld vascular stent, it was noted that the stent and the balloon had departed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.